Event description:
It was reported that when using the bd pyxis¿ anesthesia station es narcotic in mini drawer 1.1 was dispensed in a quantity of 2 instead of 1, causing a discrepancy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) first attempted to dial into the station, but the session timed out. The tss then deployed components through quick deploy rss services showed delays, and the sha 2 cert installer was successfully applied. After this, the tss accessed the station and received a notification that an es application upgrade was in progress, which made the servers temporarily inaccessible until the upgrade completed. The tss requested details from the customer regarding specific medication ids, the timeframe, and whether this was a first time occurrence. However, the customer did not respond despite three follow ups. According to the customer, user did not have any information regarding this issue. As a result, technical support closed the case.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es narcotic in mini drawer 1.1 was dispensed in a quantity of 2 instead of 1, causing a discrepancy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.